Event description:
IV pump was infusing mesna and the set rate was 23 ml per hour. The nurse noticed that the remaining volume appeared to be less than it should be. The infusion was stopped and the pharmacy calculated the infusion rate to have been approximately 38-40 ml per hour, based on the remaining volume and the infusion time of 9 hours. The IV pump did not display an error message.